Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6). This is the same event as 3010536692-2015-01535, -01536.

Event description:
Allegedly revised due to aseptic loosening tibia; instability (right). Revision njr index no: (B)(4).